Event description:
It was reported that after fifteen minutes of treatment, air was observed at the chamber on a prismaflex m100, and fluid leaked out at the post replacement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not received for evaluation, however, pictures were received and were inspected. The visual inspection observed the reported leak from the gluing between the replacement line and the deaeration chamber. Excessive presence of foam in the deaeration chamber were also observed. The reported condition was verified. The cause is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.